Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 520 to 560mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found that the drive support cap was indented and not recessed into the pump. Customer declined further high blood glucose troubleshooting and indicated that the pump is working.